Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. There is no information at this time to suggest any device malfunction contributing to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated once during the event. The patient was home alone at the time of the event and was discovered deceased by a home health nurse. At 01:01:10 the patient degraded from af (60 bpm) to bradycardia and eventually asystole. The lifevest delivered one treatment at 08:38:48 during asystole with intermittent cardiac activity. Oversensing of low amplitude cardiac input signal contributed to the false detection. The patient remained in asystole following the treatment. The lifevest battery pack expired at approximately 09:58:06. There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. No deficiencies were alleged against the lifevest.